Event description:
A healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred at the start of treatment and was noted by a blood leak alarm. The blood leak was confirmed visually in the dialysate and with positive hemastix. Blood was returned to the pt with an estimated blood loss of 75 cc to 100 cc. Treatment was resumed with new disposables on a different dialysis machine and completed without incident. No pt injury or medical intervention was reported per hcp.